Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Prior to battery replacement found center diode of tray one was burned. Verified j7 voltage levels to ground with all connections within tolerance. Replaced diode cable. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The diode was returned to the manufacturer for analysis. Investigation confirmed reported problem "burnt marks on board". Several burnt components on the board. The hardware investigation found that reported event was related to an electrical failure mode; connector damaged.

Event description:
A medtronic representative reported imaging system parts requiring replacement discovered during system planned maintenance (pm). Diode of tray one was burned. There was no patient present when this issue was identified.